Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The analysis revealed that no anomalies were found. Concomitant products: implantable tachy lead; 694958 (B)(6) 2005. (B)(4).

Event description:
It was reported that an infection occurred and vegetation was seen on the implantable tachy lead. The organism is unknown. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.